Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was detecting noise on this defibrillation lead. This led to a non-sustained ventricular tachycardia episode and pacing inhibition.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was detecting noise on this defibrillation lead. This led to a non-sustained ventricular tachycardia episode and pacing inhibition. Over six years later, the device was explanted for normal battery depletion and returned for laboratory analysis.

Manufacturer narrative:
A boston scientific technical services (ts) consultant discussed possible causes of noise and suggested a programming change. No adverse patient affects have been reported in association with this event. Numerous attempts have been attempted for additional information with no success. As of today, the available information suggests that the device remains in service. This event will be update should any additional information related to this event becomes available. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. An engineering-level longevity prediction calculation was used to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the field observations. This device met all specifications.